Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer jumped into a pool while still connected to the pump. Contacted stated the customer's blood glucose (bg) levels did become elevated, however declined to report any further information regarding the customer's bg. Contact reported elevated bg's were due to the customer being away from home. It was indicated that the customer has back up insulin injections for continued insulin therapy.